Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40mg/dl; however, the specific date could not be recalled. Low bg cause was not known. Customer had assistance from their spouse who provided apple juice and marshmallows to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.